Event description:
PICC (peripherally inserted central catheter) line placed this morning at approximately 0900. No complications during placement. Bedside rn (registered nurse) contacted nvat (nursing vascular access team) due to the red lumen leaking ivf (intravenous fluids) near where the cap is attached- she changed cap to see if that fixed the problem, which it did not. Nvat assessed at bedside: cap changed, various flushing and cap loosening/tightening performed to troubleshoot this issue. Ultimately, none were successful, and decision was made to exchange line over wire.